Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained ventricular oversensing. The episodes were the result of intermittent undersensing of pvcs and sensing latency between the near and farfield channels. The patient was asymptomatic. The device was reprogrammed and remains implanted.